Event description:
Material#: 301029 batch#: 3219840. It was reported that the bd syringe 10ml ll bns broke. The following information was provided from the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. Medline complaint #: 200618186. Defect description: syringes breaking during use. Medline part #: 26006 & 26005. Product description: syr 10ml l/s & syr 10ml l/l. Vendor part #: 301030 & 301029. Lot #: 3206196 & 3219840. Date reported: 5/22/2024. Sample received: no sample or photo received for our investigation. Response needed: summary of findings and corrective action. Incident reported to the FDA as MDR 30 day. Reference no. 1423395-2024-00432.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully confirm this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. B.3. The date received by manufacturer has been used for this field. E.1. Address was not located and il was used.